Event description:
It was reported that the customer experienced ongoing intermittent occlusion alarms. Additionally, it was reported that the customer also experienced an altitude alarm when the pump was not outside the labeled altitude operating range. Customer went to the emergency room (ER) on (B)(6) 2022 and was subsequently hospitalized with a blood glucose (bg) level of 520 mg/dl. The customer administered a glucagon injection to address bg. Bg was treated with intravenous saline and insulin, and tepathine. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. Customer performed a supply change and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.